Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had keypad error was not identified during the customer call. After tech support explaining the problematic issue for device keypad not responding. Customer send the device to repair/replace the front case keypad to resolve fault. Customer given part number 49000961 for front case/keypad. Customer may send device for service level 1 repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had keypad error. There was no patient involvement.